Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis, hypoglycemia and hyperglycemia on (B)(6) 2022. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose level was 126 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin drip for hyperglycemia. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump was monitored and no noise anomaly during rewind noted. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio/beep anomaly or absence of audio alarms and pump error 63 alarm noted during the testing. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 12 hour. Monitored the pump for 12 hour and the auto suspend alarm feature is working properly. No absence of alarm or audio tone anomaly during suspend noted during the testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of (B)(6) 2021. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/10/2021 00:06:00.000, 08/10/2021 00:10:00.000, 08/10/2021 00:14:00.000 and 08/10/2021 00:16:00.000 during basal delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs, high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm, rewind anomaly, noise anomaly during rewind and absence of alarm during suspend were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.